Manufacturer narrative:
(B)(4). This report was opened in error and is a duplicate report. All evaluation information can be found in the master report number: 1423500-2012-13191.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 00:19:55. During night drain cycle seven, the patient's ultrafiltration reading was 1604ml, indicating the home patient (hp) drained 1604ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.